Manufacturer narrative:
The field service engineer (fse) replaced a system component. The unit involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the universal surgical manipulator (usm) was observed to have an error 32100. The procedure was completed with greater than a 30-minute delay. Isi followed up with the initial reporter and obtained the following additional information: when the error appeared, the patient was in the room under anesthesia with no instrument inserted, so the site delayed the procedure. They started with laparoscopically and after replacement of the universal surgical manipulator (usm), they proceeded anesthetized, but no instrument inserted, so they delayed it. After replacement of the usm, they proceeded with the surgery using da vinci and it was completed with no reported injury.